Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (b)(64, implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was explanted on (B)(6) 2017 due to an infection. The issue was resolved at the time of the report. No further complications were reported or anticipated. No device allegations were made.